Manufacturer narrative:
No testing methods were performed as device was not returned. No results available as device was not returned. Device not returned for eval. Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation.

Event description:
There were two instances where the light handle covers fell off onto the pt during the procedure.